Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-10.00/+2.0/159, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved. In the reporters opinion the cause of the event was the device, "sizing" was reported for cause details.